Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that there was able to sign in but got reverted back to the login page. A technical support specialist (tss) identified that the email address provided was incorrect, and no callback was received, and case was closed. The system functioned as intended after the technical support specialist investigated the issue on the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the user was unable to sign in and unable to access the patient information. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server the user was unable to sign in and unable to access the patient information. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.